Event description:
User facility reported difficulty deploying the array inside the uterine cavity during an attempted novasure endometrial ablation. After several attempts, the physician looked via laparoscope, which was in place during this procedure, and "noted 3 puncture marks in the right fundus." The procedure was abandoned and the patient discharged home. During follow-up with the physician on (B) (6) 2010 she reported "the array would not open beyond 2.5 cm because of fibroids present in the uterus and I perforated the uterus trying to get the array to open around the fibroids." No treatment was needed for the perforation and the patient was discharged home. A laparoscopic tubal ligation, hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).